Event description:
Philips EKG system that is used in this hosp will intermittently "drop" qrs complexes. The complexes should be present on the EKG, but the computer artificially eliminates them. This has been reported to philips in the past, but is still occurring.